Manufacturer narrative:
A patient side manipulator (psm) arm was returned to intuitive surgical inc.,(isi) isi for failure analysis investigation. The arm tripped a 23022 brake fault for axis-2 in the field, and the psm failed the weighted brake drop for axis-2. The axis-2 brake will be replaced as a fix. The axis-1 brake, gears, bearings, and shaft will also be replaced to correct the reported problem. This complaint is being reported due to the patient side manipulator failing the brake weight drop during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the patient side manipulator (psm) generated error 23022. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.